Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and with a clip partially loaded incorrectly. The next clip was out of position in the channel. The sample appears used as there is biological material present on the device. The clip stacking prevented the clips from loading properly into the jaws. A CAPA has been opened to further investigate this issue. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "applier failed to load properly -in use" was confirmed based upon the sample received. One device was returned with a clip partially loaded incorrectly. The next clip was out of position in the channel. Upon functional inspection, the next clip was unable to load properly as the feeder was to the side of the clip. The sample was disassembled , and it was found that the clips were out of position and stacking on one another. The clip stacking prevented the clips from loading properly into the jaws. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Event description:
It was reported that the applier is not loading clips properly after applying a clip. The applier jaws did not re-open after applying a clip or the clip did not advance properly. Clinical consequences: another applier was used. Clarification from customer: we assumed that clip did not advance might be the cause of the jaws not opening but there was only one incident, jaws not opening.

Manufacturer narrative:
(B)(4). The device investigation is pending. The device history review for the product auto endo5 ml lot# 73g1900192 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the applier is not loading clips properly after applying a clip. The applier jaws did not re-open after applying a clip or the clip did not advance properly. Clinical consequences: another applier was used. Clarification from customer: we assumed that clip did not advance might be the cause of the jaws not opening but there was only one incident, jaws not opening.